Event description:
A 31 yr old white gravida 3, para 3 female; status post bilateral subpectoral inframammary surgitek/mcghan gels, right 280cc, left 310cc placed for ptosis and atrophy. Pt had post-operative left hematoma requiring evacuation. Both breasts were evaluated at the same time. Post operatively she states that the breasts have been sagging (left > right). Additionally she has occasional left sided sharp discomfort. A few weeks ago she noted a swollen gland in the left axilla, and is swollen now. Complaints include: arthralgias (soles of fat), myalgias, memory loss, hair loss, rash, sensitivity to odors, palpations, and unusual body odor. Pt is otherwise healthy.